Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject crt-d was implanted on (B)(6) 2020 and connected to the previously implanted atrial, right ventricular and left ventricular leads. Reportedly, on (B)(6) 2020, the patient had a standard follow-up with no anomalies. On (B)(6) 2021, the patient was hospitalized for 2 days because of inappropriate shocks. The shocks were deactivated on the right ventricular lead. On (B)(6) 2021, the patient had a regular 12-month follow-up and no anomalies were observed. Preliminary analysis revealed that leads issues and/or lead-crt-d connection issues at atrial and ventricular levels are suspected.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject crt-d was implanted on (B)(6) 2020 and connected to the previously implanted atrial, right ventricular and left ventricular leads. Reportedly, on (B)(6) 2020, the patient had a standard follow-up with no anomalies. On 10 may 2021, the patient was hospitalized for 2 days because of inappropriate shocks. The shocks were deactivated on the right ventricular lead. On (B)(6) 2021, the patient had a regular 12-month follow-up and no anomalies were observed. Preliminary analysis revealed that leads issues and/or lead-crt-d connection issues at atrial and ventricular levels are suspected.